Event description:
The user's hearing performance with the device is affected. On the (B)(6) 2021 the user reported they could not hear with the device. The user was re-implanted on the (B)(6) 2021. This report refers to 9710014-2021-00080. For further information please refer to this report.